Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs"), genital haemorrhage ("heavy abnormal bleeding"), procedural haemorrhage ("bleeding excessively when she attempted to remove the left ovary"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, parity 1, asthma, uterine cervical squamous metaplasia and inflammation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibromyalgia, bipolar disorder, rheumatoid arthritis, schizophrenia, depression, heartburn, shoulder pain, back pain, lack of libido, manic state, premenstrual syndrome, urinary frequency, yeast infection, uti, vaginitis, opioid type dependence and vaginal candidiasis. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprine hcl), diphenhydramine hydrochloride, fluoxetine, hydroxychloroquine sulfate, pregabalin (lyrica) and sumatriptan succinate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headache"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2006, the patient experienced the first episode of mood swings ("erratic emotions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), procedural haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), the second episode of mood swings ("hormonal changes describe: mood swings"), dissociative identity disorder ("psychological or psychiatric problems condition: multiple personality"), autoimmune arthritis ("autoimmune disorder type of disorder: arthritis"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia,"), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), schizophrenia ("psychological or psychiatric problems condition: schizophrenia") and abdominal pain upper ("stomach pain"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (hysterectomy(full),salpingectomy(one side removal of fallopian tube),oophorectomy, ablation and left salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, pelvic pain, procedural haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, female sexual dysfunction, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, hot flush, the last episode of mood swings, dissociative identity disorder, autoimmune arthritis, fibromyalgia, ovarian cyst, nausea, depression, schizophrenia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, autoimmune arthritis, depression, dissociative identity disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, procedural haemorrhage, schizophrenia, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of mood swings and the second episode of mood swings to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. The endometrial canal opacities fully with sooth contours and no evidences of filling defect there is no opacification of either fallopian tube. Ultrasound scan - on (B)(6) 2008: the uterus is anteverted. It measures 9.3 x 3.8 x 5.1 cm. The endometrial stripe measures 9.2 mm thick. There is a small amount of fluid within the endometrial cavity. The patient had a. Pregnancy test which is said to be negative. The endometrial fluid is nonspecific. It may be associated with the phase of patient's menstrual cycle; on (B)(6) 2008: the uterus measures s.7 x 4 x 4.9 cm . 4.6 x 3.9 x 3.2 c but display measuring 3.7 x 2.7 x 3.2 cm . The right ovary is enlarged measuring area compatible with cyclic change the left ovary measures 3.5 x 2.4 x 2.2 cm and displays a hypoechoic area compatible with cystic change measuring 1.7 x 1.4 x 1.3 cm. There is calculation of the endometrial cavity which measures 0.3 cm dimension. The cu~-de-sac and urinary bladder are normal. The patients date of lmp is one week ago. Vascular elbow was identified ln bilateral ovaries via colour. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, menorrhagia and anemia. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Event added: bleeding excessively when she attempted to remove the left ovary. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In june 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginaj pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure® coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, perforation and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Events abdominal pain, vaginal pain, lower abdominal pain, genital bleeding were added. Device removal date updated. Patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs"), genital haemorrhage ("heavy abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, parity 1, asthma, uterine cervical metaplasia and inflammation nos. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibromyalgia, bipolar disorder, rheumatoid arthritis, schizophrenia, depression, heartburn, shoulder pain, back pain, lack of libido, manic state, premenstrual syndrome, urinary frequency, yeast infection, uti, vaginitis, opioid type dependence and vaginal candidiasis. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprine hcl), diphenhydramine hydrochloride, fluoxetine, hydroxychloroquine sulfate, pregabalin (lyrica) and sumatriptan succinate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headache"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2006, the patient experienced mood altered ("erratic emotions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), dissociative identity disorder ("psychological or psychiatric problems condition: multiple personality"), arthritis ("autoimmune disorder type of disorder: arthritis"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia,"), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), schizophrenia ("psychological or psychiatric problems condition: schizophrenia") and abdominal pain upper ("stomach pain"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (hysterectomy(full),salpingectomy(one side removal of fallopian tube),oophorectomy, ablation and left salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the fallopian tube perforation, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, female sexual dysfunction, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, hot flush, mood swings, dissociative identity disorder, arthritis, fibromyalgia, ovarian cyst, nausea, depression, schizophrenia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, arthritis, depression, dissociative identity disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, mood swings, nausea, ovarian cyst, pelvic pain, schizophrenia, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. The endometrial canal opacities fully with sooth contours and no evidences of filling defect there is no opacification of either fallopian tube. Ultrasound scan - on (B)(6) 2008: the uterus is anteverted. It measures 9.3 x 3.8 x 5.1 cm. The endometrial stripe measures 9.2 mm thick. There is a small amount of fluid within the endometrial cavity. The patient had a. Pregnancy test which is said to be negative. The endometrial fluid is nonspecific. It may be associated with the phase of patient's menstrual cycle; on (B)(6) 2008: the uterus measures s.7 x 4 x 4.9 cm . 4.6 x 3.9 x 3.2 c but display measuring 3.7 x 2.7 x 3.2 cm . The right ovary is enlarged measuring area compatible with cyclic change the left ovary measures 3.5 x 2.4 x 2.2 cm and displays a hypoechoic area compatible with cystic change measuring 1.7 x 1.4 x 1.3 cm. There is calculation of the endometrial cavity which measures 0.3 cm dimension. The cu~-de-sac and urinary bladder are normal. The patients date of lmp is one week ago. Vascular elbow was identified ln bilateral ovaries via colour. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, menorrhagia and anemia. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs+mr received: events stomach pain, psychological or psychiatric problems condition: schizophrenia, depression, multiple personality, nausea, reproductive system disorder or condition type of disorder or condition: left ovarian cyst, hormonal changes describe: hot flashes, mood swings, autoimmune disorder type of disorder: arthritis, fibromyalgia, hair loss were added. Relevant medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), fallopian tube perforation ("perforation of organs") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, parity 1 and fibromyalgia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibromyalgia, bipolar disorder, rheumatoid arthritis, schizophrenia, depression, heartburn, shoulder pain, back pain, lack of libido, manic state, premenstrual syndrome, urinary frequency, yeast infection, uti, vaginitis, opioid type dependence and vaginal candidiasis. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprine hcl), diphenhydramine hydrochloride, fluoxetine, hydroxychloroquine sulfate, pregabalin (lyrica) and sumatriptan succinate. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headache"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2006, the patient experienced emotional disorder ("erratic emotions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (hysterectomy(full),salpingectomy(one side removal of fallopian tube),oophorectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the uterine perforation had resolved and the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, emotional disorder, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, anaemia, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2006: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, menorrhagia and anemia. Most recent follow-up information incorporated above includes: on 16-jan-2019: pfs received. Following events were added: erratic emotions, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual lntercourse), headaches, migraines, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge and fatigue. Event perforation updated to uterine perforation and fallopian tube perforation. Concomitant conditions and products added. Reporter information added. Plaintiff demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in 2011. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.